Event description:
It was reported to philips that the device failed defibrillation test during the operational check. There was no patient involvement.

Manufacturer narrative:
Per the philips remote service engineer (rse) no service and or technical support has been provided to the customer due to end of support status of the device. The customer is aware of the end of life terms and the device remains at the customer site.